Event description:
The device would not audibly alarm when an alarm condition was present. Troubleshooting revealed an intermittent cable harness was causing the problem. The cable harness accessible from the battery compartment in the rear of the system caused the problem when they were stuffed into the housing.